Event description:
Note: no patient involvement. It was reported to boston scientific corporation on march 25, 2009, that a rapid exchange biliary stent system was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during preparation, when the device was removed from the package, a bend was identified, proximal to the physician, just below the white molded handle on the guide/pull wire (distal to the stent). The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.